Manufacturer narrative:
Sample was collected in a sst tube and centrifuged in an alternate lab. The sample was transported in the primary collection tube and was not re-centrifuged prior to analysis. Per the customer, qc for gi monitor has been erratic. The customer stated that if the repeated qc results don't fall within the customer's established ranges, the system will be recalibrated. No errors or result flags were generated during this event. A field service engineer (fse) was dispatched on (B)(6) 2011 for this event and performed verification testing, which passed. The fse also ran a special clean and performed the carry over procedure, which passed. The fse adjusted and verified alignments and ultrasonics on all reagent pipettors. Fse also performed qc and was within the customer's established ranges. Although hardware issues were addressed, no clear root cause could be determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining higher than expected gi monitor results on one patient's sample that were generated by the unicel dxi 800 access immunoassay system. The elevated gi monitor results were discrepant to results obtained on an alternate instrument. The sample was aliquoted, re-centrifuged and repeated on both systems resulting lower within a different clinical range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.